Event description:
It was reported that the patient suffered an event, details not provided, seven days prior to the event. Due to the event the patient was "very unstable, with constant spasms, that is why the neuro-surgeon had not been able to operate her." The coil (subject device) was successfully deployed. Post procedure the patient was stable, but subsequently expired in the intensive care unit, the cause was not disclosed.

Manufacturer narrative:
For no allegation of device malfunction or non conformance.